Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a linear opening and a white color on the valve. A leak test was performed and found one opening. A microscopic analysis identified a sharp linear opening on the radius side assessed as unidentified tear opening. A dimension measurement in the shell was performed, which identified nicks, and the shell thickness within specification. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified tear opening.

Event description:
Device has been explanted.